Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height enhanced drawer was not opening unless it was pulled; it kept clicking and failed to operate properly. A field service engineer (fse) tested the drawer functionality using both the application and diagnostic tools to identify the fault. Upon confirming the issue, the drawer was uninstalled to allow access to its internal components. The fse then adjusted the rails, guide slides, hasp, and drawer front to correct any mechanical misalignments. All electrical connections were reseated to ensure proper contact and eliminate any loose wiring. After reassembling the drawer, it was successfully tested and verified to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.